Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the verbatim: please describe the issue in detail. The filter chamber for tubing was damaged/leaking. Mannitol was initiated ivpb and it was discovered that the mannitol was leaking. Patient received a partial dose of the mannitol. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? See attached photos. Address: 1500 e medical center drive. Ann arbor mi 48109-5000.

Manufacturer narrative:
The customer reported the filter was leaking, and returned one mannitol infused sample of material 20027e and lot 23049291. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was infused with water and the leakage was confirmed from the distal air vent on the filter. The sample was then sent to the supplier for further investigation. The supplier verified the leakage in the filter from the inlet vent. The root cause was unable to be found, but was not apart of the supplier process. All quality checks, batch review, and regular interval testing found no issues. Potential root cause is traced to the contact of the vent with treatments and exposures post filter assembly. Bd was unable to verify a root cause post filter assembly. Device history record review for model 20027e lot number 23049291 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 26apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided